Event description:
After using "fm da vinci xi fcp prograsp 14" in the patient the pa-c [physician assistant certified] took the instrument out and noticed that the cable by the forceps end was broken and sticking out.